Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication failure. There was no patient harm. The control printed circuit board (pcb) was replaced according to the recommendation in the service manual and later returned for investigation. A visual inspection of the returned control pcb showed no anomalies. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the reported date of event. The technical error codes indicate disabled valves and a control pcb communication failure with the monitor pcb. 27 minutes after the event a breathing software error was logged once. This error may indicate a bad or incipient bad flash memory, but this couldn't be established. The returned control pcb was installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for 10 days without any deficiency noted. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue could be confirmed in the received device logs but not during laboratory tests. The returned control pcb worked according to its specifications during the investigation.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The complaint in this report was received from a distributor on 1/31/2020 which was also our awareness date. This date in g4 and part of report source information in g3 was incorrect and has been corrected accordingly in this follow-up report :#1.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication failure. There was no patient harm. (B)(4).